Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 1/23/2023, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock anchor eyelet was bent. This was discovered a rotator cuff repair on (B)(6) 2023 when the surgeon was attempting to insert the device into the punch hole. The case was completed by using a new ar-2324kbcc with no patient harm.